Manufacturer narrative:
A 3500a supplemental will be submitted once the device is returned for evaluation. Bwi field service engineer contacted the customer to schedule evaluation of the bwi equipment. Customer declined evaluation and continued to use the bwi equipment. Bwi concomitant products: webster electrophysiology catheter: us cat number: d6a10drp10rt, lot number: unknown. Soundstar 10f-90, ge: us cat number: sndstr10, lot number: unknown. Carto 3 system: us cat number: m480001, (B)(4). Stockert 70 rf generator: us cat number: s7001, (B)(4). Coolflow irrigation pump: us cat number: cfp002, (B)(4). (B)(4).

Event description:
It was reported that during an a-fib/flutter procedure, the physician performed a standard ablation of the cavo-tricuspid isthmus for typical right atrium flutter. When the physician attempted to perform a transseptal puncture, a moderate pericardial effusion was noticed while the physician is manipulating the transseptal sheath and introducer. The physician abandoned the procedure and began to treat the patient for pericardial effusion. The patient was given drugs to treat the effusion and effusion was later drained in the lab by the physician. Patient stabilized before being discharged to the ICU for further monitoring. The physician classified the pericardial effusion as minor. Causality of the adverse is procedure related and not device related. Patient was required a one day extended stay in the hospital. Patient has fully recovered. Patient prognosis was excellent.

Manufacturer narrative:
After multiple attempts to retrieve the device, the device was not returned for analysis. Product has not been received by bwi for investigation as initially reported. (B)(4).